Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging of the cannula could not be determined. In addition, the exposed portion of the soft cannula was observed to be stretched, resulting in the overall length of the soft cannula to be measured out of specification. Investigation also found the exposed portion of the soft cannula to be kinked. Despite these damages to the exposed portion of the soft cannula, fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. The cause and timing of the observed damage to the exposed portion of the soft cannula could not be determined. No other damages or defects were found.

Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) level rose to 24 mmol/l (432 mg/dl) while wearing the pod for between 4 and 24 hours. The pod's cannula was found to be dislodged from the infusion site (abdomen) upon removal. As treatment, a new pod was applied and a correction was administered.